Event description:
The event is reported as: after the second staple, the mechanism jams. It's the third time that the problem occurred but the first two devices were discarded.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.